Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 440 mg/dl. Insulin pump received insulin flow block alarm. It was unknown if insulin pump was on auto mode. Customer did not try different length of cannula. Device will be returned for analysis.